Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155830

Event description:
Voluntary medwatch received states the lead was revised due to infection. No further adverse patient consequences were reported.